Manufacturer narrative:
A covidien customer support engineer (cse) replaced the graphic user interface (gui) to breath delivery unit (bdu) cable, which resolved the reported issue. The ventilator then passed calibrations and extended self-testing (est). (B)(4).

Event description:
A report was received from the USA stating that at 840 ventilator displayed communication errors. The malfunction did not occur during patient use.